Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Nurse reported via phone call that the insulin pump alarmed motion sensor test failure. It was stated that the customer was getting an MRI done with the insulin pump on at the time of the alarm. During troubleshooting; they started rewind to perform the displacement test but the alarm occurred again. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave an alarm during the rewind process due to an out of phase motor encoder signal. Unable to download the displacement test due to the alarm. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.